Event description:
Reportedly, during patient use, a 'backup battery failure' alarm occurred. The unit was re-connected to the ac power supply and the issue was resolved. The patient was manually ventilated and then switched to another unit. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, additional patient information was not provided. (B)(4).